Event description:
Siemens somatom force scanner stopped right after it started scanning. Scan protocol repeated; able to finish scanning but system did not allow 3d refomation or additional reconstruction. It did not let the exam end. Placed a service call.